Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Analysis inspected the reservoir, the snap-cap, and the septum for anomalies and none were found. Analysis performed the pump manual prime and saw fluid flow through infusion set and out of the catheter tip. It was concluded that the reservoir was not occluded. (B)(4).

Event description:
The customer called in to report that they could not get the reservoir back inside the insulin pump and a no delivery alarm during manual prime. Through troubleshooting it was found that the insulin did not exit the tubing. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and was informed to return the product for analysis.